Manufacturer narrative:
(B)(4). The patient was born on an unreported date in 1980. On an unreported date, the patient experienced suspected peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis, coincident with peritoneal dialysis therapy. The suspected peritonitis was manifested by cloudy effluent and abdominal pain. On an unreported date, the patient was hospitalized for the suspected peritonitis event. The cause of the suspected peritonitis was not reported. Treatment for the suspected peritonitis event was not reported. It was not reported if dianeal therapy was ongoing, but it was reported that the care plan was to remove the peritoneal dialysis catheter. It was not reported if the patient was recovered or was recovering from the suspected peritonitis event. No additional information is available.